Event description:
It was reported the client contacted sales representative asking for inservicing of protocols of product on how to flush, which lumens to cap off when not in use & to make sure they are following all proper procedures. Since induction of product in january, hospital has increased instances of clotting & thrombosis. Recently they had a pulmonary embolism occur with a patient (pt). As a result, product's instructions for use were shared with hospital & reviewed continuous keep bein open (kvo) in the distal lumen protocol. In addition, customer has several complaints about dressing catheter. On 07/09/08, sales representative received additional information. The catheter was inserted on approx one month earlier by anesthesia and removed on the next day by cardio vascular intensive care unit registered nurse. Pt. Had a history of non insulin dependent diabetes mellitus, hypertension, myocardial infarction postoperative a-fib and pulmonary embolism. Nitroglycerin and levophed were immediately administered postoperative. No medical/surgical intervention required. Pt. Received IV cardizem & heparin post-catheter removal. Pt. Was re-intubated four days later & expired the next day. Sample will not be returned for evaluation.